Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited atrial undersensing during atrial tachy response (atr) episodes. The programmed a sensitivity was fixed 0.5mv. It was noted the patient was in a long episode of atrial fibrillation (af). The patient had been seen in the clinic and the atrial undersensing was not observed during the follow up, but the clinician planned to see if the patient could return to the clinic to reprogram the atrial sensitivity. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited atrial undersensing during atrial tachy response (atr) episodes. The programmed a sensitivity was fixed 0.5mv. It was noted the patient was in a long episode of atrial fibrillation (af). The patient had been seen in the clinic and the atrial undersensing was not observed during the follow up, but the clinician planned to see if the patient could return to the clinic to reprogram the atrial sensitivity. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The device continues to exhibit atrial undersensing during atr episodes. While the patient was seen in the clinic in (B)(6) 2024 and 2025, it appears clinicians elected not to reprogram the device as the atrial sensitivity remains at fixed 0.5mv. No adverse patient effects were reported. The device remains implanted and in service.